Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on an unknown date, the guide was nail-tight, and it was not possible to remove it. It was cut inside the operating room by the specialist. The drill bit broke during the procedure and it was not possible to remove the fragment. The patient outcome/status was reported to be okay. There was a 15 minute delay in the procedure, and the surgery was completed successfully. No other medical intervention was required. No further information is available. This report involves one4.2mm three-fluted drill bit qc/needle point/145mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 03.010.104, lot # 555p985, manufacturing site: bettlach, release to warehouse date: 13 december 2021, a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Note: DHR information was retrieved from pi-16613476078804766 as it is the same lot number. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tip of the drill bit ø4.2 calibr l145 3flute f/quic broke off. The broken fragment was not received in the evidence provides. The embedded device condition can not be confirmed as no post-operative images were provided to assess the condition. No other issue was observed. A dimensional inspection for the drill bit ø4.2 calibr l145 3flute f/quic was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø4.2 calibr l145 3flute f/quic would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.